Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/07/2010, 09/10/2010, 09/21/2010, and 09/27/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 09/07/2010 and 09/08/2010. (B)(4).

Event description:
A practice mgr reported that four months following intraocular lens (iol) implant surgery, a pt reported a decrease in his vision. Medical records were requested and received. According to the medication records, the pt had a medical history significant for open angle glaucoma, hypertension, hypercholesterolemia, prostate problems with flomax use, osteoarthritis and headaches. The pt's intraocular pressure (iop) was elevated on the first postoperative day and remained elevated when rechecked on the sixth postoperative day. Medications were added to treat the elevated iop. The pt's iop responded to the treatment. The pt reported his vision was "better but not perfect." At his final postoperative visit, the pt reported his vision was better, but things were a little fuzzy. The pt returned to see his surgeon two months later and reported his vision was good with his new bifocals, and he was adjusting to the high bifocal height. The pt then returned after two more months and reported his vision had become blurry for the past week. He reported having difficulty seeing street signs as they seemed to overlap. The pt also reported mild pain that had started the day before. Posterior capsule opacification was observed at this visit. A yag laser procedure was performed three weeks later. Following the yag procedure, the pt reported his vision was blurred at distance and near. The pt reported headaches and eye pain that had begun before the laser procedure. At a visit two weeks later, the pt reported his vision was not better, he was experiencing diplopia, and images were shadowed and sometimes split. The pt was referred for a second opinion. At the time of the second opinion, the surgeon observed a crystalline-like deposit, extending from the 1:30 position, approx two thirds of the way across the optic and just above the visual axis. This did not appear cellular, but some portions of the deposit did have a small, confluent, punctate appearance. There was also a small vertical deposit of a similar nature, temporal to the visual axis on the anterior surface of the lens optic. The surgeon felt the pt's symptoms were referable to the broad horizontal deposit on the posterior surface of the iol. Add'l info has been requested.